Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the system gave a remote alert stating sibbox/board failed. The field service engineer (fse) went onsite and identified that the sibbox was defective. The cause of the sib box failure could not be conclusively determined by the supplier's part analysis, however the replacement of the sib box by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was non functional. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.